Event description:
It was stated that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 18 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer gave herself 55 units of fast acting insulin, prior to the event, due to high blood glucose levels above 500 mg/dl. The customer stated that she guesses how much insulin she should take, and doesn't know how to use the bolus wizard feature. Advised that the customer that a message for further training would be sent to the local insulin pump trainer. The customer was unable to conduct the displacement test at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.